Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A new mast-mounted control panel has been sent to the customer as a replacement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 mast roller pump stopped during a procedure. The pump was restarted and the case was completed without further issue. There was no report of patient injury.